Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was exchanged with another lens of the same model due to z-syndrome. A capsular tension ring was used. The patient's current prognosis is good. This report refers to the patient's left eye. According to the surgeon's opinion the most likely root cause is capsular contraction.